Event description:
It was reported that when the patient had the trial, it helped a lot more than it did at the time of the report. The reporter noted that it had not been working since implant. It was noted that the patient needed someone to adjust the wires because it was not working like it should be. It was noted that the patient had a follow up appointment. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).